Manufacturer narrative:
Additional h-3 summary: an opened box with twenty unopened samples of product code 8557, lot mkr963 was returned for analysis. The complaint issue was not received for analysis. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number mkr963 and no non-conformances were identified.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2019 and suture was used. The suture separated from needle when only minimal force was used. There were no adverse consequences to patient reported.